Event description:
It was reported that the patient experienced infusion set fell off her body due to tape not sticking event on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Name- medtronic minimed, street-18000 devonshire street, city- northridge, state- ca, zip code- 91325, zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.